Event description:
The recipient reported on (B)(6) 2019 that she had not been able to hear with the device in the previous 2 weeks. The recipient was re-implanted on (B)(6)2019.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing, which is clearly the cause for the reported malfunction. In addition, one channel was found outside of cochlea at the time of explantation, which points to a minor migration of the active electrode out of cochlea. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported on (B)(6) 2019 that she had not been able to hear with the device in the previous 2 weeks. The recipient was re-implanted on (B)(6) 2019.